Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the left video was lost on the surgeon side console (ssc). The procedure was converted to open surgery and completed with no reported injury. Isi followed up with the tse and obtained the following additional information: it is unknown how the patient tolerated the conversion and unknown if there was an injury. There was no system malfunction before procedure. No trouble shooting was done with tse. Tse advised customer to restart system, but surgeon declined and proceed with open surgery. Fse arrived the next day to do troubleshooting. The issue was resolved after customer restarted the system. During troubleshooting with tse, logs suggested to replace the personality module surgeon console (pmsc) board on the surgeon console due to recoverable soft lock (rsl) error 48200. No harm to the patient. The following fields are unknown: contribution to reported system malfunction, if system was inspected prior to use, how long the procedure was in progress (the surgeon realized the left video loss issue when he sat down at the console), if there was post operative complications, causes, or medical intervention. No video or photo was available.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, however replaced the personality module surgeon console (pmsc) board. System was tested and verified as ready for use. Isi did receive the pmsc board to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. The pmsc was tested on the printed circuit assembly (pca) test system. The system started up without any error, with good image both left and right eye, no noise, and not tinted. Pmsc module input/output and speaker were tested and passed. Ran 30x power cycle with this part, all passed. The unit remained on the test system for hours, in normal operation, it performed without any error.